Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported suture break; however, the treatment appears to be related to circumstances of the procedure as other devices were used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two other perclose proglide devices referenced in b5 are filed under separate manufacturer report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device, using a preclose technique, prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, a proglide suture break occurred. Two other proglides were attempted with the same result. Two other proglides were successfully pre-placed. After the aaa procedure was completed, hemostasis was achieved using the successfully pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.